Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider contacted technical services to confirm that the transmission from the cardiac device data transmission application had gone through. It was noted that the healthcare provider had inadvertently been using the mobile programmer application rather than the cardiac device data transmission application. Assistance was provided with the use of the cardiac device data transmission application. It was also reported that the patient's family reported that the patient had received shocks from their implantable pulse generator (ipg). Technical services advised that the patients device was not a defibrillator and not capable of providing shocks. No patient complications have been reported as a result of this event.